Event description:
The hcp explanted and replaced the pump and returned it to the MFR for analysis. The pump had been implanted for 44 months. A follow up report will be sent when additional info is received.